Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a loss of capture. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in retracted position. The visual inspection found dried blood around the helix. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a loss of capture. This lead is expected to return. No additional adverse patient effects were reported.